Event description:
The pt implant card was returned with information the lens taken out. No additional information could be obtained from the facility at this time.

Manufacturer narrative:
At this time, no additional information could be obtained from the facility concerning the extent of patient contact or medical intervention.